Event description:
Clinical narrative: a 76-year-old male with a history of high-risk percutaneous coronary intervention (hrpci) and a pre-support clinical state consistent with scai shock stage a was supported with an impella cp pump inserted percutaneously via the right femoral artery.. During support, the device functioned as intended at p-2 providing 1.6 l/min flow with d5w sodium bicarbonate purge solution. Following transfer to the ICU, the patient developed access site bleeding at the groin arteriotomy site. The bleeding had been an issue overnight and into the morning but was reported to be relatively well controlled. The impella device was not removed due to the bleeding event. Anticoagulation monitoring was performed using ptt, with reported values of 102.8 at the time of the bleed. The patient was receiving heparin at 12.6 ml/hr and aggrastat at 6.6 ml/hr. Hemostasis measures included forward suturing, use of 4x4 gauze, redressing of the impella site, proper placement of the reposheath with angle matching, and introducer peel-away outside the body. The patient survived to explant and was reported as stable. Bleeding is consistent with access site complications as a result of large bore procedures and the anticoagulation and purge requirements associated with impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.